Manufacturer narrative:
Date sent to the FDA: 6/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2020 during which the surgeon noted multiple adhesions of omentum to the anterior abdominal wall. In the middle of the mesh, there was an obvious recurrent hernia with omentum protruding up into the hernia. He took down the adhesions and removed the mesh which was adherent to the anterior abdominal wall. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.